Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic prolapse. The patient underwent the concurrent procedure of a hysterectomy during mesh implantation. It was reported that after implantation the patient experienced pain, urinary and bowel problems. It was reported on (B)(6) 2011 that the patient continued to have urinary incontinence and nocturia and will undergo additional testing as the differential diagnosis is a vesico-urethral or urethral vaginal fistula. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced recurrent urinary retention.